Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device evaluation found the brush passage had no passage available on the insertion tube side, and the forceps passage had no passage available / had foreign material. Additional findings include the following: the plastic distal end cover had dents / scratches, the adhesive on the objective lens was worn, the adhesive on the light guide lens was worn, the bending section cover adhesive was cracked, the insertion tube had minor scratches, and the light guide tube had minor scratches. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope had resistance with the brush going in, the tip of the brush got stuck inside the scope. The issue was found during a diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure, the procedure was completed. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: the brush passage had no passage available on the insertion tube side, and the forceps passage had no passage available / had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.